Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the battery compartment was cracked with moisture observed inside. The leak test confirmed the damage and leak. The contrast button was unresponsive and contamination was found under the contrast and ok button contacts when the keypad cover was removed. The display was dim. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked with moisture observed inside. Contamination was found under the button contacts and the display was dim. This report is made based on results of investigation completed on (B)(4) 2015.